Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that handpiece was skipping and provided inconsistent graft. A 4 in. Guard was used with the depth set at 0.011 with pressure at 125mmhg. An additional device was used to finish the surgery. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2018, it was reported that during surgery, the handpiece was skipping and provided an inconsistent graft. The customer returned a dermatome an device, serial number 700023, for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Dermatome an serial number (B)(4), is a dedicated loaner unit. Zimmer biomet surgical has previously repaired/evaluated dermatome an serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was (B)(6) 2017 where the loaner unit was returned from loan and the damaged air hose and bearings were replaced. This is not a related issue. Product review of the dermatome an on march 8, 2018 revealed that the vespel and semi-circle bearings required replacement. After the device was tested and calibrated no other problems were found. Repair of the dermatome an was performed by zimmer biomet surgical on march 8, 2018 which included replacement of the vespel and semi-circle bearings. Dermatome an, serial number 700023, was then tested and functioned properly. It was repaired, inspected and tested. The device was not returned to the loaner pool and was subsequently evaluated again as part of the dermatome corrective action investigation. Product review of the dermatome an on april 3, 2018 revealed that there was no movement in the control bar and the torque was consistent. The device operated within motor speed specifications and was within torque and calibration specifications. Repair of the dermatome an has not yet been performed by zimmer biomet surgical. The reported event was non-verifiable since during the product review testing was unable to be performed to try to replicate the reported event. However, there appeared to be no issues found with the device. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review testing was unable to be performed to try to replicate the reported event. However, there appeared to be no issues found with the device. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.